Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Concomitant medical products: 178715 709750 cps 8.5cm seg fm oss tpr lt; 178543 775230 cps centering sleeve 21mm; 178363 281320 cps xs sht spdl w pins 600lbf; 150493 813400 oss reinforced yoke; 150480 243350 oss axle; 150411 201250 oss tibial poly bearing 14mm; 150477 248670 oss poly femoral bushings 2pk; 150476 134420 oss poly tibial bushing; unk oss tibia. Reported event was confirmed by review of radiographs received. Review of the provided radiographs by a health care professional noted the following: "ap and lateral film of the left knee demonstrates a hinged prosthesis of the left knee with distal femoral resection. Tibial component demonstrates significant lucency at the bone cement interface of the entire tibial stem as well as the medial and lateral tibial plateau suggesting loosening. No dislocation. Curvilinear ossification along the anterior aspect of the joint, likely relates to residual patella. Significant fluid within the joint." As there was no indication of tibial loosening after the revision was performed it is believed that the radiolucency identified is stable and loss of fixation of the tibial component is not occurring. Visual inspection of the returned femur, centering sleeve, and spindle showed no evidence of breakage or fracture. Further examination of the spindle shows evidence of bony in-growth suggesting fixation. The anchor plug was not returned for evaluation. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00945, 0001825034 - 2019 - 03178.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address difficulty bending the leg and potential rotation of the femoral component approximately two (2) months post-operatively. No additional patient consequences were reported.